Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a right ventricular lead dislodgement was suspected. It was also reported that lead thresholds were elevated with loss of capture and the r wave sensing was low. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.